Event description:
It was reported that unit does not perform suction. There was no back-up device available; the patient had to wait for another renasys that was sent to the hospital afterwards.

Manufacturer narrative:
We have now concluded our investigation into this complaint. Visual inspection and functional evaluation of the complaint sample were performed and no problem with the device was found. Suction failure can occur if a sufficient seal is not created then the vacuum may fail to deliver negative pressure wound therapy sufficiently. On this occasion, as no problem was found, we could not corroborate a relationship, if any, between the device and the reported incident. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution march of 2017. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem.